Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they see sometimes a pixelated kind of thing on the insulin pump's screen. The customer blood glucose level was 160 mg/dl. Offered customer to troubleshoot but they declined. Customer also stated that the belt clip keeps falling off. Customer was stated that insulin pump had a sensor updating or sensor glucose value not available status or alert. The insulin pump will not be return for analysis.